Event description:
It was reported that the stapler was fired adn then reloaded and would not fire the second time or the third time during an unk procedure. The case was completed with another stapler. There was no pt consequence.